Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician (anesthesiologist/surgeon). This case involves a (B)(6) year old male patient who started treatment with synvisc and after 16 days had knee joint fluid retention. Medical history was significant for gonarthrosis (underlying disease). No past drugs or concurrent condition was reported. Relevant concomitant medications included pregabalin (lyrica) and duloxetine hydrochloride (cymbalta) for gonarthrosis. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml per dose (frequency, batch/ lot number and expiration date: not provided) for gonarthrosis. On (B)(6) 2017, the patient received last dose. On (B)(6) 2017, 16 days after starting treatment with synvisc, knee joint fluid retention was noted, for which steroid was given. Due to this event, synvisc was discontinued. The patient was treated with prednisolone (predonine) at 5 mg in morning daily for 21 days. As on (B)(6) 2017, the patient was recovering from the event. Action taken: permanently discontinued. Corrective treatment: steroid: prednisolone (predonine). Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Knee joint fluid retention: reporting physician's seriousness assessment: not reported. Reporting physician's causality assessment: highly probable. Seriousness criteria: required intervention. Additional information was received on (B)(6) 2017 from physician. Patient's age was added and age group was updated from adult to elderly. Concomitant medications were added. Therapy start and stop dates were added. Event onset date was added and outcome was updated from unknown to recovering. Clinical course was updated. Text was amended accordingly. It was reported that the continuation of the investigation was impossible as the reporter was very busy.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician (anesthesiologist/surgeon). This case involves a (B)(6) year old male patient who started treatment with synvisc and after 16 days had knee joint fluid retention. Medical history was significant for gonarthrosis (underlying disease). No past drugs or concurrent condition was reported. Relevant concomitant medications included pregabalin (lyrica) and duloxetine hydrochloride (cymbalta) for gonarthrosis. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml per dose (frequency, batch/ lot number and expiration date: not provided) for gonarthrosis. On (B)(6) 2017, the patient received last dose. On (B)(6) 2017, 16 days after starting treatment with synvisc, knee joint fluid retention was noted, for which steroid was given. Due to this event, synvisc was discontinued. The patient was treated with prednisolone (predonine) at 5 mg in morning daily for 21 days. As on (B)(6) 2017, the patient was recovering from the event. Action taken: permanently discontinued. Corrective treatment: steroid: prednisolone (predonine). Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 48777. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Knee joint fluid retention. Reporting physician's seriousness assessment: not reported. Reporting physician's causality assessment: highly probable. Seriousness criteria: required intervention. Additional information was received on (B)(6) 2017 from physician. Patient's age was added and age group was updated from adult to elderly. Concomitant medications were added. Therapy start and stop dates were added. Event onset date was added and outcome was updated from unknown to recovering. Clinical course was updated. Text was amended accordingly. It was reported that the continuation of the investigation was impossible as the reporter was very busy. Additional information was received on (B)(4) 2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 13- jul-2017 from a physician (anesthesiologist/surgeon). This case involves a male patient of unknown age who started treatment with synvisc and after an unknown latency had knee joint fluid retention. Medical history was significant for gonarthrosis (underlying disease). No past drugs, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml per dose (frequency, batch/ lot number and expiration date: not provided) for gonarthrosis. On an unspecified date, after an unknown latency, knee joint fluid retention was noted, for which steroid was given. Due to this event, synvisc was discontinued. Action taken: permanently discontinued. Corrective treatment: steroid. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Knee joint fluid retention. Reporting physician's seriousness assessment: not reported. Reporting physician's causality assessment: highly probable. Seriousness criteria: required intervention.